Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator presented remotely with a battery performance alert and a device change procedure was scheduled by the hospital. Upon further investigation, it was noted that this was a false alert triggered when the device settings were cleared on (B)(6) 2018 during a routine check up. The hospital was contacted and the device change procedure was canceled.